Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot cm9208001 was reviewed and the product was produced according to product specifications. All information reasonably known as of 11 aug 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 3011270181-2020-00109 for the second report. It was reported that there was an incidence of tube kinking in a patient. Per additional information received 29 july 2020, the physician reported that they do not use a heat coil, but they do prefer using a lot of heat on patients during longer surgeries, and require that mris are much warmer. No further information provided at this time, however, a representative has been in contact with the physician to provide training and options for heating the patients.

Manufacturer narrative:
All information reasonably known as of 16 sep 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Per discussion with the physician on (B)(6) 2020, the hospital has been using pediatric tubes on young adult patients. They confirm that that using the pediatric tubes on "well-developed" tracheae of young adults, and the heating blankets used on patients during longer surgeries and mris, contributed to the issue.